Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for an implantable cardioverter defibrillator system implant procedure. During the procedure, while implanting the right ventricular - rv lead, the patient experienced atrial fibrillation. It was believed that the rv lead triggered the episode of atrial fibrillation while passing through the atrium. The patient was treated with cardioversion and the rv lead was implanted. The patient was in stable condition afterwards.